Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead kept dislodging. The physician made several attempts to position the left ventricular lead but was unsuccessful. The physician elected to abandon the lv lead implant and implanted a dual chamber generator instead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet.

Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. The s ¿ curve hump height measured was within product specification. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.